Event description:
The respiratory therapist technician was working on the bellavista subacute ventilator when the touchscreen failed. We reset the unit and it started working again. This touchscreen has failed like this several times before. There have been other touchscreen issues on the other bellavista ventilators.